Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. No anomaly blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer also "report" the pump alarm the one-minute non-destructive ram test failed alarm and the clock monitor test detected a mismatch between the system clock and the watchdog clock alarm and clear user settings is selected by the user alarm. The customer was able to clear the alarm and able to rewind the pump. Customer also "report" that clear user settings is selected by the user alarm was recurring during normal pump use. The customer was "advice" that the pump will need to be replaced. The pump will "be" return for analysis.